Manufacturer narrative:
The reported event was an operation issue. As received, a complete lead was returned. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing of the lead was normal.

Event description:
It was reported, that the patient presented for an implant procedure. During the procedure, it was noted, that the right ventricular (rv) lead was unable to be implanted after several attempts. The lead was not used. And a new lead was implanted. The patient was stable throughout the procedure.

Event description:
It was noted that the right atrial (ra) lead was unable to be implanted after several attempts.